Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a fracture was identified in the cuff connecting tube, so the cuff was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a fracture was identified in the cuff connecting tube, so the cuff was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, the returned cuff from this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection identified folds in the cuff shell. The cuff passed the leakage test, and no fluid loss was observed. Based on the available test results and investigation, the reported allegations of mechanical issue and hole/perforation could not be confirmed through product analysis. The findings did not demonstrate leakage or functional impairment of the cuff. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation, as the reported allegations could not be substantiated by product analysis and a clear probable cause for the event could not be determined.